Event description:
It was reported that the home patient (hp) changed out the bag without changing the rest of the disposables. This occurred when the hp was attempting to troubleshoot an unrelated alarm. The hp resumed the therapy without any further issues. The technical service representative (tsr) explained that the disposable supplies were not to be reused. The tsr explained that it is not recommended to swap out only part of the setup. The tsr instructed the hp to make sure to start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The hp performed only a partial swap of the disposable supplies and attempted to resume the therapy, which is a user error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.